Event description:
It was reported that the patient experienced a loss of therapeutic effect. The reporter stated that he had surgery on his lower back at the end of (B)(6) 2012. It was noted that the surgeons were aware that the patient had a medical device and turned the implant off for the procedure. It was also noted that the patient had a catheter from the procedure and had been "going" constantly and was wetting himself. The patient was instructed by his health care professional (hcp) to call the manufacturer representative. It was noted that the patient tried to turn stimulation up, but it hurt on the right side of his testicles. Additional information was requested, but was unavailable at the date of this report. Any additional information received will be included in a supplemental report.

Manufacturer narrative:
Product ID: 3889-28, lot# v847453, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).